Event description:
Pt had an allograft patellar reconstruction of the rotator cuff. Postop they did well; surgery went well. Presented in 03/2002 to physician's office with a small, what looked like a suture abscess which had debrided over the past week several times and continued to drain. Admitted as an inpatient for infection/abscess rt shoulder. Scheduled for surgery for irrigate and debride rt shoulder wound. Findings: the rotator cuff reconstruction using the allograft was completely mucinous and pulled apart. It was all devitalized. Cultures obtained of wound aerobic and anaerobic. Portion of graft tissue sent for same cultures. Pt had normal postop course discharged to home, two days later. Preop treatment with clindamycin x 10-11 days prior to admission.